Event description:
The clinic decided to explant the user due to skin necrosis.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a skin necrosis at the implant site secondary to a hematoma caused by a head trauma. No allegation was made against the device. This is a final report.

Event description:
The clinic decided to explant the user because of necrotic skin which had formed behind the ear due to a hematoma after a head trauma. There is no allegation against the device having caused or contributed to the necrosis.